Manufacturer narrative:
Complaint no: (B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4. The technical service representative (tsr) explained the error. The hp would perform manual exchange. There was nothing found during troubleshooting that could cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.